Event description:
It was reported that the patient presented for defibrillator implantation. During procedure, the right ventricular lead exhibited loss of capture. The lead was not used and replaced. Patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.